Event description:
It was reported the patient¿s device went into bvvi after failing to complete the cyber security update. A device download was performed successfully with the original firmware version. The patient was stable and asymptomatic during the device check and will be monitored routinely.